Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was reported that on an unknown date the patient was hospitalized and treated with meropenem (1gm, twice a day, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged. At the time of this report, the patient had not recovered from peritonitis. Pd therapy was discontinued and the patient was switched to hemodialysis. Same hemodialysis is ongoing. No additional information is available.